Event description:
A customer contacted beckman coulter inc., (bec) and reported that they noted dried wash buffer accumulating under the access 2 immunoassay system which become a small puddle. The customer indicated that no patient results were reported out or found to be discrepant. There was no report of injury to the user. The customer did not seek or need medical attention.

Manufacturer narrative:
A field service engineer (fse) was dispatched on (B)(6) 2011. The fse inspected the instrument and discovered a leak coming from the seam on the wash buffer reservoir. The fse primed the instrument and performed qc; no issues were noted and the fse followed the customer to continue to run. The fse returned on (B)(6) 2011 and replaced the wash buffer reservoir. The fse refilled the reservoir, primed the system, and verified that the new reservoir was not leaking. Hardware is the root cause for this event. Bec internal number: (B)(4).